Manufacturer narrative:
The insulin pump alarmed for a button error and had no button response due to corroded keypad traces. The insulin pump was received with cracked display window corners, cracked battery tube threads, a cracked reservoir tube lip, broken belt clip slot and minor scratches on the display window.

Event description:
Customer reported button error alarm. No additional information is provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.